Event description:
Zyno medical found that the flow rate offset % test failed with a deviation @7.22% during preventive maintenance (pm). There was no patient involvement as the issue was discovered during pm.

Manufacturer narrative:
This pump underwent routine maintenance testing where the flow rate offset % fell outside the acceptable range. Consequently, the pump was recalibrated, re-tested, and verified to pass all required specifications successfully. A CAPA has been established to investigate this failure mode to determine the root cause.